Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a review of the pump's black box and alarm history show no evidence of power loss or rebooting. The pump history indicated the pump was not used after 11-feb-2019. Investigation revealed a cracked battery compartment. The returned battery cap was able to fully secure to the pump. No power loss or rebooting was able to be duplicated during investigation. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced no power. No damage to the battery cap was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.